Event description:
Event description guidant received information that this transvenous implantable lead's pacing impedance has gradually increased over the last year. Impedance is now over 2,000 ohms. The pacing and sensing has not changed.